Manufacturer narrative:
Additional manufacturer narrative: the explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that a valve model 6900p27, implanted in the mitral position, was explanted after an implant duration of five (5) years and two (2) months due to leaflet thickening leading to mitral stenosis. The explanted device was replaced with a non-edwards mechanical valve. A redo avr procedure was also performed within the same surgery. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
H3: evaluation summary: customer reports of pannus, calcification, stenosis, and leaflet thickening were confirmed. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and moderate calcification on leaflet 1. Leaflet 2 had a 2mm tear near commissure 2 and calcification was evident at the tear. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve. The metal band was exposed around leaflets 1 and 3 on the inflow aspect. Updated section b5, h6 (health effect - clinical code, device code). The reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. Please reference MFR report #2015691-2021-05398 for the report submitted on the patient's aortic valve.

Event description:
Edwards received information that a valve model 6900p27, implanted in the mitral position, was explanted after an implant duration of five (5) years and two (2) months due to leaflet thickening leading to mitral stenosis. As reported, some pannus was present, but the predominant problem was due to leaflet calcification with leaflet thickening leading to mitral stenosis. The patient presented with nyha class ii shortness of breath on exertion before the procedure. The explanted device was replaced with a non-edwards mechanical valve. A redo avr procedure was also performed within the same surgery. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was impacted by the progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.